Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. System logs were not available for review.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required pigtail catheter insertion and hospitalization. The target lesion was about 2.6 centimeters in size and located in the left lower lobe, abutting the pleura. During the procedure, there was a decline in the patient¿s vital signs. The anesthesiologist recommended stopping the procedure to get a chest x-ray, and the procedure was aborted. Despite ending the procedure early, the physician was able to obtain biopsy samples and make a diagnosis. The post-procedure chest x-ray identified a pneumothorax, so a pigtail catheter was placed, and the patient was admitted for over 24 hours. After removing the pigtail catheter, the patient was discharged home. The patient was reported to be in stable condition and receiving treatment for cancer. The physician believed that the pneumothorax was due to the patient's underlying disease condition as the patient was considered high risk. The pneumothorax was not thought to be ion related and would likely occur via another modality.